Event description:
It was reported that, approximately two weeks after the implant procedure, the implantable cardiac monitor (icm) detected a pause episode that appears to be due to undersensing r-waves. The device remains in use. No patient complications have been reported as a result of this event.